Event description:
This is a spontaneous case report received from a physician in united states on 22-jan-2014. It describes the occurrence of pregnancy with essure (device ineffective) in a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6) 2013, the patient had essure implanted for permanent birth control. On (B)(6) 2013, confirmed hsg (hysterosalpingography). At time of report, the patient was pregnant (drug ineffective). No assessment for drug-event relationship was provided. Follow-up information received on 12-feb-2014: follow up attempts done with no response. Case closed. Follow-up information received on 03-dec-2014 and correction on 10-nov-2014. New reporters were added. Essure was inserted in (B)(6) 2013 for contraception. It was reported that on an unspecified date, a tubal ligation was done as another form of contraception. On an unspecified date, patient had essure removed by bilateral salpingectomy. It was done laparoscopically. It went well, without complications. It was a separate procedure, not part of a tubal ligation. Incident category was changed to incident. Follow up 15.dec.2014: ptc investigation results were provided. (B)(4). Final assessment: case upgraded to incident. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and got pregnant. This event is non-serious and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, an unknown time after essure insertion, pregnancy was confirmed. A causal relationship between the reported event and suspect insert cannot be excluded. Initially this case was regarded as non-incident, upon receipt of follow up information, it was informed that a laparoscopic salpingectomy was performed to remove the essure coils, so the case was upgraded to incident. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (pregnancy outcome) is being sought.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 14-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and got pregnant. This event is non-serious and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, at unknown time after essure insertion, pregnancy was confirmed. A causal relationship between the reported event and suspect insert cannot be excluded. Initially this case was regarded as non-incident, upon receipt o follow up information, it was informed that a laparoscopic salpingectomy was performed to remove the essure coils, so the case was upgraded to incident. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.